Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was an elevated short interval count due to lead to lead interaction. The right ventricular and right atrial leads remain in use. The patient is enrolled in the (B)(4) study. No patient complications have been reported as a result of this event.